Event description:
It was reported that the right ventricular lead exhibited high impedance greater than 3000 ohms. Short ventricular-ventricular (v-v) intervals were also noted. The lead was explanted and replaced. The physician cut the lead post explant to look for possible wire breakage. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. There was blood on the proximal conductor of the lead and it was not obstructed, there was blood on a defibrillation conductor and it was not obstructed, the outer insulation of the lead developed a breach due to a depression while in vivo, the overlay tubing of the lead was observed to have blood ingression. (B)(4).